Manufacturer narrative:
Exchanged part will be returned for investigation. A supplemental report will be submitted when the investigation has been finalized.

Event description:
It was reported that the ventilator kept failing the pressure transducer test during pre-use check. There was no pt involvement. (B)(4).

Manufacturer narrative:
The investigation of the returned breathing, monitoring, two expiratory channel, two pressure transducer printed circuit (pc) boards, and an air gas module has been completed. The breathing, monitoring, two expiratory channel, two pressure transducer printed circuit (pc) boards were installed in a reference system for simulated use testing. It was found that all boards were working according to specification, i.e. No malfunctions. The air gas module which regulates the inspiratory air gas flow to the patient was installed in a reference system for simulated use testing. The pre-use checks failed the pressure transducer sub-test and that confirms the reported problem. So do the received log files. During our fault finding of part of the internal gas module, the fault condition suddenly disappeared. The reported problem has not been able to be reproduced after it disappeared, therefore the cause of the failure could not be determined in this investigation. It is however our conclusion that the error was traced to the gas module. We could trace back the reported problem to (B)(6), therefore the date of event was determined as (B)(6) 2015.

Event description:
(B)(4).